Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a surgery the patient experienced an involuntary arm movement which caused the ¿fish eye¿ end of the panoscope to come into contact with the sheath. This resulted in damage to both the scope and the sheath. Per complaint reporter there was no harm for patient, operator or third party. No further information received.